Event description:
It was reported that a decline in sensing and increased capture threshold were observed on the right ventricular (rv) lead. The rv lead was repositioned on (B)(6) 2023. The patient was in stable condition prior to, during, and post-procedure.